Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected restart and blank display. The customer's blood glucose level was 362 mg/dl at the time of incident. The customer reported the insulin pump quit working last night and having changed the batteries and not turning on. The customer did troubleshoot the issues. The customer did troubleshoot the issues. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test or verify unexpected restart alarm due to blank display. Insulin pump was received with minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.